Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pump alarmed as "recalibrate"- 351.6660.0. There was patient involvement but no information on patient impact.

Event description:
It was reported that the pump alarmed as "recalibrate"- 351.6660.0. There was patient involvement but no information on patient impact.

Manufacturer narrative:
Omit :a1601 - device alarm system (1012),g0600101 - alarm, audible, b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.